Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tgu313115/12559958, (B)(4).. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation. Concomitant medical products: hemashield tube stent graft.

Event description:
On (B)(6) 2014 a patient underwent endovascular treatment of a 5cm thoracic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu313115/12559958). On (B)(6) 2017, the patient underwent an open repair of a symptomatic juxtarenal abdominal aortic aneurysm with a hemashield tube stent graft, aortic endarterectomy and extensive lysis of adhesions. The distal aorta was noted to have extensive calcified plaque. There was also a large amount of plaque in the aortic arch without any dissection. The patient tolerated the procedure. There were no observed complications. On (B)(6) 2017, the patient experienced an acute ascending aortic dissection, extending from the ascending aorta and extending to the base of the innominate artery, and down into the root, attributed to the hemashield. The patient had no prior history of dissection in this region and underwent a procedure, replacing the arch with a 30mm hemashield graft as part of the aortic root repair. The right axillary artery was used for antegrade cerebral perfusion via cutdown, during the circulatory arrest portion of the procedure. On (B)(6) 2017 the patient was discharged in stable condition.